Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 450 units of insulin, and after delivering a bolus, the fill estimate displayed 200 units remaining in the cartridge. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate.